Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the timing link is broken. There was no pt involvement and no adverse consequences have been reported.